Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer was not completing the air removal step correctly. Tandem technical support educated customer regarding the air removal step; however, the issue persisted. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.